Event description:
The pt reported after pump replacement surgery, she was given 1/2 the dose of her regular morphine (concentration and dose not reported). The pt reported resuscitation was needed. The patient also stated that she was given several doses of narcan and sent to another hospital for 10 days. The manufacturer's rep reported that the hcp said the patient was given the same dose of medication (concentration and dose not reported) post implant as she had been receiving prior to implant. The hcp reported the patient was sleepy and lethargic after pump replacement and was given several doses of narcan. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.